Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The transeptal location was suboptimal, and the was not coaxial in the appendage. A contrast shot was taken and the device size was confirmed. The physician inserted the wds into the was and the sheath rose up and out of the appendage riding the coumadin ridge/wing side. The closure device was removed and the pigtail wire was reintroduced to regain position. The closure device was inserted and the deployment was posteriorly facing, at the ostium but under the wing. It was determined that a recapture should be done and a second deployment performed with the goal of a more coaxial position. The was came out of the appendage with the recapture so the pigtail wire was again reintroduced into the was and another contrast shot was done. A pericardial effusion was immediately noted via contrast shot. The physician believed the effusion was the result of the recapture. Transesophageal echocardiogram (tee) imaging confirmed the pericardial effusion. The physician then performed a pericardiocentesis. The physician drained blood from the patient and auto transfused it back. 8 liters was removed from the patient. The patient remained stable and received blood transfusion and epinephrine to control blood pressure. The patients family was consulted on the patient undergoing open-heart surgery but the family chose to exhaust all other options without surgery. The physician then decided to implant a new closure device to see if this would help close off the source of the bleeding. The physician successfully implanted a new 24mm wds in the patient. The patient continued to bleed and a tissue adhesive was used to encourage clot formation in the pericardial space. The patient remained stable with the pericardial drain in place and was brought to the ICU to recover from this event. While in the ICU the patient continued to bleed resulting in a pericardial effusion with cardiac tamponade. The patient did not recover from this event and the patient died the same day.